Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, while closing the sternum, the tip of the needle came off. The surgeon was able to retrieve the needle. During closing of the subcuticular layer another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: (B)(4). To date, it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows an aluminum package with the product code (B)(4) and a needle with a suture segment. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested and the following was obtained: did the needle fall into the patient? It did not. If yes was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. Was any other tissue damaged as a result of searching the needle? No.